Manufacturer narrative:
The investigation is in progress. The sample has not been received for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the product documentation and the sample was released according to acceptance criteria. The company performs a 100% final inspection for this product. Vertical scissor tips consist of a tube with a movable insert. As they are delivered sterile and dry, the inner lumen contains air. When activating the scissor in a liquid environment, it can be that a few tiny bubbles are released. This would be a normal effect and is not related to any malfunction. The root cause has no been identified. (B)(4).

Event description:
A nurse reported that bubbles were seen coming from the tip of the handpiece during surgery. The bubbles were intermittent and very small. The use of the product was discontinued and the procedure was completed with no harm to the patient.